Event description:
It was reported that the customer was hospitalized for hyperglycemia. Prior to the event, it was noted that the customer had stomach problems. The md has not determined the cause of the event. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed the testing. The customer was educated on the two hbg rule.